Manufacturer narrative:
The reported events of fracture, insulation damage, noise and high pacing lead impedance were confirmed. As received, a complete lead was returned cut in six pieces. Visual and x- examination found the lead was cut/damage consistent with procedural damage. Scanning electron microscope analysis of the lead confirmed all the filars of the inner coil to be fractured in one of the portions of the lead. The reported events of fracture, noise and high pacing lead impedance were isolated to the inner coil fracture that was unable to determine the cause of the fracture due to the condition of the lead as received. All other damage found is consistent with procedural damage.

Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's right ventricular lead was found to have signal artifact, high pacing impedance, lead fracture and lead damage. The lead was explanted and replaced on 21 feb 2023. The patient was stable throughout.